Event description:
It was reported the device battery "depleted". The battery voltage was greater than 9 k ohms. It was also noted that during the device check there was a heartrate of 100 bpm but it was not clear if that was pacing spikes or not. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.